Event description:
As reported, the distal tip of the 10f optease retrieval catheter was found out of shape after thrombus aspiration. There was no reported patient injury. The indication for filter insertion was deep vein thrombosis (dvt). The retrieval catheter was not used for filter retrieval. The access site and retrieval access site were both the femoral vein. A 10f unknown short sheath was used as a concomitant device. There was no difficulty delivering the filter through the csi. Additional event details were requested; however, not provided. The device was returned for evaluation. Pictures were received for review along with a video. The image and video were reviewed and they show a tear to the radiopaque distal tip of the catheter.

Manufacturer narrative:
As reported, the distal tip of the 10f optease retrieval catheter was found out of shape after thrombus aspiration. There was no reported patient injury. The indication for filter insertion was deep vein thrombosis (dvt). The retrieval catheter was not used for filter retrieval. The access site and retrieval access site were both the femoral vein. A 10f unknown short sheath was used as a concomitant device. There was no difficulty delivering the filter through the csi. Additional event details were requested; however, not provided. Two photos and a video were submitted for review and they show the distal end of a catheter where the distal tip is torn. No additional anomalies or notable details were observed. One non-sterile unit of 10fr optease retrieval cath. Was received in a clear plastic bag. Upon inspection, the catheter exhibited two kinks approximately 29 and 55 cm from the brite tip and a frayed condition at the brite tip. No other anomalies were noted. Dimensional measurements taken near the damaged areas were within specification. Visual inspection of the frayed brite tip revealed evidence of elongation, which is typically consistent with material damage caused by tensile stress overload. It is therefore assumed that the brite tip was subjected to a tensile force that exceeded the material¿s yield strength prior to the frayed condition. The reported ¿brite tip/distal tip (optease retrieval catheter)- frayed/split/torn¿ was seen during the product evaluation however, the root cause is unknown. The device presented evidence of material damage caused by tensile stress overload therefore, the damages may be related to the application of excessive force while using the device. According to the instructions for use (IFU), ¿if strong resistance is met during any stage of the procedure, discontinue the procedure and determine the cause before proceeding. It is the responsibility of the physician to use his/her judgement, based on patient safety and clinical experience, regarding the acceptability level of any resistance and/or whether to continue or abort the retrieval attempt.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.